Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode and was passed out for 5 minutes. The presenting electrogram (egm) showed the patient in a normal sinus rhythm and review of device memory noted the pacing counters showed 17% right ventricular (rv) pacing. Boston scientific technical services (ts) discussed troubleshooting options. No additional adverse patient effects were reported. This product remains implanted and in service.